Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned to belmont for investigation and was tested according to our standard operating procedures. We were unable to duplicate the complaint of an overheat/over temperature alarm after inspection and testing. We evaluated both input and output temperature probes, the power driver module, and checked all cables in the system for proper connections. No issues were found; the unit performed according to specification. The associated disposable set was not returned to belmont for evaluation, nor were photographs provided, therefore we were unable to confirm the report that the disposable set was deformed due to excessive heat. A thorough investigation into the disposable set was not possible, as the lot number was not available. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. There is no information available about the fluids infused during the procedure. Certain infusates are contraindicated and may lead to clot formation inside the heat exhcanger, which can block blood flow and result in an "over temperature" alarm. No patient injury was reported. The manufacturing records for this serial number were reviewed and no anomalies were identified. Should additional information become available, a supplemental report will be provided.

Event description:
The biomed at the user facility reported that there was an overheat incident involving a rapid infuser, ri-2; the disposable set was deformed from excessive heat. No further details about the case were available.